Manufacturer narrative:
Philips service replaced two image disks and adjusted boot device priority. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fluoroscopic images could not be stored and intermittent exposure failure occurred on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.